Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was aware that his readings were low because he received a notification from the receiver. The cgm value was not reported. The patient did not have a glucometer, so he did not check the bg. He attempted to go to the kitchen, but passed out. When he passed out, the sensor became unadhered from his body. Upon regaining consciousness, the patient drank juice. At one point, the receiver showed no data, possibly because the sensor had become unadhered from the body. At the time of the report, the patient was already fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.